Manufacturer narrative:
Additional information received indicated that after the device was implanted and the procedure was successfully completed, the posterior left ventricular wall was punctured by the valve. The device was explanted and replaced, but the bleeding could not be stopped. Subsequently, the patient died. Added outcome attributed to adverse event (death); added date of death); added type of reportable event (death); added patient code for death; a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been received for analysis. Without the return of the product, a definitive conclusion cannot be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this bioprosthetic valve and after the device was implanted, the physician observed that the patient's left ventricular posterior wall was ruptured. The physician explanted and replaced this device in order to complete the procedure. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the valve strut punctured the posterior wall of the left ventricle. The physician did not suspect any problem after insertion of the valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.